Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited a diagnostic issue. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of false af episodes was confirmed. The false episodes were triggered due to frequent premature atrial contractions but p-wave is clearly visible in the egm signal. The false episodes were not rejected as they did not meet the rejection threshold of the algorithm. The device is performing per design.